Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had been lying in bed for a week. It was mentioned that when they were lying in bed it "kicks" the stim up more. The patient felt feels ¿like electricity going through every orifice of her body and has a band feeling around her stomach¿. The patient had been working with the manufacturer¿s representative for the issue. It was noted that the representative thought the lead got ¿knocked out of place¿. Further information received on july 7, 2016 from the patient reported that they after the tree fell on them in (B)(6) 2016 they experienced tightness in the stomach, electric shocks all over their body, limping, and had to spend most of the day in bed. It was also noted that they fell in (B)(6) 2016 and their back hit the door frame. The patient was getting re-established with a new doctor.

Event description:
Additional information was received from the patient that reported that the electrical tingling/waist band sensation started immediately after the swelling went down from being hit by the tree. The patient was reprogrammed twice in (B)(6) 2016 because she kept feeling electrical sensation/band around her waist that made her feel like she couldn't breathe. After the second reprogramming session, the patient was redirected to a neurosurgeon because the manufacturer representative felt like the leads were out of place. The neurosurgeon gave the patient a list of options and he knew that there was a problem with the battery. The patient was told that she would at least need surgery to have the battery changed and moved, but at most, she needed to look into having a spinal fusion done and either keep or remove the system. The patient met with a manufacturer representative for reprogramming on (B)(6) 2016 and the manufacturer representative had told the patient that the continuing electrical sensation/ban sensation around her waist was normal and to not turn the stimulator up so high and that she would have to charge every other day.

Event description:
Information received from the patient reported that on mother¿s day a tree fell on their back and they hurt and was extremely swollen in the back. The patient checked the ins with the programmer and turned the stimulation on to confirm it was still working then turned in off to wait for the swelling to go down before trying again. The patient experienced stimulation in the wrong location and a loss of therapy. On about (B)(6) when the patient turned on the stimulation from their implantable neurostimulator (ins) it felt like the ¿electricity was coming out her feet¿, ¿feels like it is coming out of her toes¿ and that both legs hurt. The patient also stated that it felt like that had a strong band on the upper part of stomach going all the way around her back where her bra is and it feels like a band tightening. In addition, they mentioned that the more they had the stimulation on or turned it up their left leg muscle started to contract and they got a ¿huge charley horse¿. When the patient tried to turn it up to alleviate the pain, they cannot breathe. Their healthcare professional (hcp) told the patient to go the emergency room (ER) but they knew they won¿t know what to do with them. The hcp wanted the patient to reach out to the manufacturer¿s representative to arrange an appointment to be seen. It was reported that on (B)(6) the patient spoke with the representative and was told the unit was working. The indications for use for the implanted device were noted as spinal pain and failed back surgery. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
Information was received from a manufacturer representative who reported since tree falling on patient their stimulation has changed and they have been having uncomfortable rib pain. It was reported that some positional movement such as laying down makes it uncomfortable. No further complications reported.

Event description:
Information received from the patient reported that on (B)(6) a tree fell on their back and they hurt and was extremely swollen in the back. The patient checked the ins with the programmer and turned the stimulation on to confirm it was still working then turned in off to wait for the swelling to go down before trying again. The patient experienced stimulation in the wrong location and a loss of therapy. On about (B)(6) when the patient turned on the stimulation from their implantable neurostimulator (ins) it felt like the ¿electricity was coming out her feet¿, ¿feels like it is coming out of her toes¿ and that both legs hurt. The patient also stated that it felt like that had a strong band on the upper part of stomach going all the way around her back where her bra is and it feels like a band tightening. In addition, they mentioned that the more they had the stimulation on or turned it up their left leg muscle started to contract and they got a ¿huge charley horse¿. When the patient tried to turn it up to alleviate the pain, they cannot breathe. Their healthcare professional (hcp) told the patient to go the emergency room (ER) but they knew they won¿t know what to do with them. The hcp wanted the patient to reach out to the manufacturer¿s representative to arrange an appointment to be seen. It was reported that on (B)(6) the patient spoke with the representative and was told the unit was working. The indications for use for the implanted device were noted as spinal pain and failed back surgery. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. [Omitted information related to pe (B)(4): revision/ins moved deeper] (B)(6) 2016 crts (B)(4)/crts updates/crts (B)(4)(con): additional information received from the patient reported that they had been lying in bed for a week. It was mentioned that when they were lying in bed it "kicks" the stim up more. The patient felt feels ¿like electricity going through every orifice of her body and has a band feeling around her stomach¿. The patient had been working with the manufacturer¿s representative for the issue. It was noted that the representative thought the lead got ¿knocked out of place¿. Further information received on (B)(6) 2016 from the patient reported that they after the tree fell on them in (B)(6) 2016 they experienced tightness in the stomach, electric shocks all over their body, limping, and had to spend most of the day in bed. It was also noted that they fell in (B)(6) 2016 and their back hit the door frame. The patient was getting re-established with a new doctor. [Omitted information related to pes (B)(4): revision/ins moved deeper and (B)(4): poor comm/antenna bent] (B)(6) 2016 crts (B)(4)(con): additional information was received from the patient that reported that the electrical tingling/waist band sensation started immediately after the swelling went down from being hit by the tree. The patient was reprogrammed twice in (B)(6) 2016 because she kept feeling electrical sensation/band around her waist that made her feel like she couldn¿t breathe. After the second reprogramming session, the patient was redirected to a neurosurgeon because the manufacturer representative felt like the leads were out of place. The neurosurgeon gave the patient a list of options and he knew that there was a problem with the battery. The patient was told that she would at least need surgery to have the battery changed and moved, but at most, she needed to look into having a spinal fusion done and either keep or remove the system. The patient met with a manufacturer representative for reprogramming on (B)(6) 2016 and the manufacturer representative had told the patient that the continuing electrical sensation/ban sensation around her waist was normal and to not turn the stimulator up so high and that she would have to charge every other day. [Information omitted as it pertains to separate event; (B)(4): revision/ins moved deeper, (B)(4)-return of pain] (B)(6) 2017 crts (B)(4) (con) additional information was received from the manufacturer representative who reported they ran impedances again and found everything to be within range and values. The manufacturer representative reported that they have worked their way around the leads and the patient was still getting rib stimulation with whatever contacts they try to use. The healthcare provider did imaging of the system/lead and indicated that there was no movement of the lead. No further complication was reported and/or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.